Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the IV pole clamps are causing muscular strain for the nursing staff. The customer asked if there is a type of automated battery powered ratchet that would turn the pole clamps.